Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the patient lacked a basic understanding of the use of the patient programmer. It was further reported that the patient woke up during the week prior to the report and thought that their stimulator had died. It was noted that the patient had never used their programmer before. The patient health care provider (hcp) reportedly had set the device very low and the patient said that they would never touch the programmer. However, when the patient woke up their legs felt weird so they went to use the programmer and did not know how to use it. The patient reportedly read the manual and found out how to turn it off and thought that they had shut it off. It was then reported that the patient met with a manufacturer representative on (B)(6) 2014 and the manufacturer representative told the patient that the batteries were dead. New batteries were put in but it reportedly still would not turn on. It was noted that ¿this thing is broken. The manufacturer representative turned the stimulation down a little more and told the patient that it was not off. The patient was also told to order a new programmer. It was further reported that the patient had ¿all kinds of pain¿ in their legs and could hardly walk. The patient reportedly slept with their legs elevated with pillows and they were just in pain all the time. The patient noted that they thought that the stimulator helped a little. The patient right leg was reportedly the worst and it did not feel like there was any stimulation in it. However, the patient noted that it could just be a change going on with their back problems. It was noted that the patient¿s right leg was painful all the time. It was later reported that the patient programmer would not power on and that the patient had tried new batteries. It was noted that the anomaly appeared to have occurred through product use and there was no indication of patient harm. It was later reported that it was unknown if there was a 50% or greater symptom reduction; and the cause of the event was not determined. It was noted that it was device related and it was not known if reprogramming was needed. It was wondered if this device was needed before. The patient reportedly woke early in the morning and did not feel stimulation at all. It was noted that they never ever had to use the device since implant ((B)(6)). It was noted that the date of this was (B)(6) 2014. It was then noted that there was no trouble shooting at the time of the report and the patient met with a manufacturer representative at their health care provider¿s (hcp) office on (B)(6) 2014. The patient reportedly wanted the stimulator removed. It was later reported that a manufacturer representative met with the patient at their health care provider¿s (hcp) office and the patient thought that their device was end of service (eos) because they could not turn it on. Impedances were checked and they were in range and the implantable neurostimulator (ins) life was ok. The patient programmer was reportedly not functioning properly. It was noted that it was ¿glitchy¿ and working one minute and not the next. The patient reportedly hardly ever used the programmer and had stimulation on all the time. The patient had thought that their stimulation was off but it was just on low. The patient was reportedly shown how to use the programmer and the clinician programmer was used to turn up the patient¿s voltage to where they felt better. The patient also complained about new pain and mentioned that they wanted to have it removed to get an MRI for the new pain. It was noted that the patient did not know much about the programmer and did not have much desire to learn. It was thought that the patient was not utilizing the tools given to them.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported a loss of stimulation/therapy and she thought the device was depleted. The patient programmer (pp) was also noted to not power up. She had been laying in bed when she felt stimulation turn off. It was not related to positional movement. It was noted that she had fallen several times a few months ago but no changes were observed. She knew the implant was depleted because she had had implants before and knew what it feels like. She could not check the battery because she had never used the pp and had not placed batteries in it for 3 years. This was the first time she had touched it. She had no batteries to place in the pp. This was noted to be sudden. The loss of stimulation in the legs and the increase in pain were noted to have occurred on (B)(6) 2015. The pp not powering up was reported to have occurred on (B)(6) 2015. Additional information received from the patient on (B)(6) 2015 in response to follow-up reported that she could not remember the event as it was over a year ago.

Manufacturer narrative:
Concomitant product: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3487a-33, lot # j0437298v, implanted: (B)(6) 2004, product type lead; product ID 3487a-33, lot # j0437182v, im planted: (B)(6) 2004, product type lead; product ID 74002, lot # n346972, implanted: (B)(6) 2012, product type adapter; product ID 748925, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748925, serial # (B)(6), implanted: (B)(6) 2004, product type extension. (B)(4).